Manufacturer narrative:
(B)(4). A complaint sample was not provided for the reported failure mode. Consequently, the investigation was not able evaluate a sample in regards to the reported failure mode. No lot information was provided with the complaint report. Consequently, the investigation was not able to review any applicable manufacturing documentation in regards to the reported failure mode. No complaint sample was provided for evaluation and no lot information was provided in the complaint report. Consequently due to the lack of investigative information, the complaint investigation was inconclusive in the identification of a probable root cause. Since the investigation was not able to identify a probable root cause, no corrective or preventive actions were identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
The access tip got stuck in the valve and it¿s not possible to get the access tip out. The valve was changed. No patient harm.